Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 125 ohms. A revision procedure was performed and this right ventricular (rv) lead and the associated device were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional details were received stating there was no conclusive evidence of a lead fracture at the revision procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.